Event description:
Additional information was received via a foreign user report forwarded to the manufacturer by a foreign competent authority. It was further detailed that the catheter could not be flushed through and aspiration of cerebrospinal fluid via the pump's side port was not possible. It was also noted that the impact for the patient was increasingly difficult to control pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0214612830, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: 0214612830, ubd: 12-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20.0 mg/ml at a dose of 2.998 mg/day and clonidine 200 mcg/ml at a dose of 29.98 mcg/day via an implantable infusion pump. It was reported that the catheter was revised on (B)(6) 2020 because of no medication flow/issue with the catheter because of a block inside the catheter (also described as ¿catheter not permeable¿). It was indicated that during the procedure the catheter was buckled next to the catheter fixation and the catheter was cut to check if the liquor flow was negative. It was clarified via follow-up that this meant that it was found the catheter was kinked by the anchor and that there was no back flow of csf. The spinal catheter segment was removed and was sent for return to the manufacturer. At the time of the report the issue was resolved, and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: the partial catheter was returned in 3 segments, consisting of one longer segment that measured 18.5 cm that included the dispense holes, and two smaller segments measuring 1.6 cm and 0.8 cm. The anchor was also received with the catheter but was detached. A kink in the catheter body was identified on both the smaller catheter segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.